Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had insulin pump error alarm and not able to rewind shows the piston was not going down when rewinding. The customer¿s blood glucose level was 157 mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.